Event description:
It was reported that a patient underwent a robotic assisted partial nephrectomy procedure on (B)(6) 2024 and suture clips were used. They could not get clips to engage on suture. It happened with 5 eaches of this product. They ended up using a hemolok, two times, to take place of the four sutures. Case was completed. They tried the clips on 2-0 vloc and the 2-0 vicryl for troubleshooting, to no avail. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.